Event description:
Customer reported, the display had frozen on their unlocked freestyle flash meter. The device was returned and during the course of the investigation it was discovered the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.